Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated blood glucose level; values not provided and cause was unknown. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however no response from the customer was received.

Event description:
This event was inadvertently filed. This event is not reportable, as there was no adverse event.